Event description:
A customer reported receiving an err3 message and a battery and booklet icons were present on their freestyle meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Customer's meter was returned. The meter did not power on with button depression or insertions of strips. A blank screen was observed. The returned meter can not be tested for memory overwrite.